Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on may 25, 2018 where patient was hospitalized. Patient reported that length of hospitalization was 3 day visit. The discharge diagnosis was reported to be diabetic ketoacidosis and blood glucose level of 620 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.